Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting. Customer changed the pump supplies and resumed insulin delivery.